Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy when the gauze was put into the patient, the inner seal, which was attached to the valve fell into the patient. The device was already removed. Another device was used to complete the case. There were no adverse consequences to the patient.